Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for two patient samples tested with the elecsys cea assay on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The first patient sample initially resulted with a cea value of 502.1 ng/ml which was reported outside of the laboratory. The result did not agree with the clinical status of the patient, so the doctor asked for the sample to be repeated. The sample was diluted 1:10 and repeated, resulting with a value of 4226 ng/ml. The sample was repeated again, resulting with a value of > 1000 ng/ml accompanied by a data flag. The sample was diluted 1:10 and repeated a third time, resulting with a value of 4297 ng/ml. The 4297 ng/ml value was believed to be correct. The second patient sample, from a (B)(6) male, initially resulted with a cea value of 284.5 ng/ml which was reported outside of the laboratory. The result did not agree with the clinical status of the patient, so the doctor asked for the sample to be repeated. The sample was repeated, resulting with a value of > 1000 ng/ml accompanied by a data flag. The sample was diluted 1:10 and repeated again, resulting with a value of 1710 ng/ml. The sample was diluted 1:10 and repeated a third time, resulting with a value of 1618 ng/ml. The 1618 ng/ml value was believed to be correct. No adverse events were alleged to have occurred with the patients. The cea reagent lot number was 35542900. The reagent expiration date was asked for, but not provided. Upon review of the alarm trace, abnormal sample aspiration and abnormal sample probe movement alarms occurred on the day of the event. The reporter noted that there were control and liquid level detection issues with the analyzer on 08-mar-2019. The field service engineer identified the presence of gel on the sample probe. He changed and adjusted the probe and the liquid level detection sensor. The control and liquid level detection issues were resolved after this action. Calibration was acceptable and there were no calibration alarms. Quality controls were within range on the day of the event.

Manufacturer narrative:
Upon review of the alarm trace, multiple analyzer alarms occurred. The field service engineer determined there was gel on the sample probe. He changed the sample probe and adjusted it. He adjusted a sipper probe. He performed a high voltage adjustment of the photomultiplier tube and this was successful. He ran performance testing and a blank cell calibration. The investigation could not identify a product problem. The cause of the event could not be determined.